Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization at the anterior communicating artery (a-com), framing was performed with using a target soft 3x6 coil and 1mm x 2cm galaxy g3 coil (glm910020, 30563813) was used as the second coil. The physician attempted to detach the galaxy g3 coil, but detachment could not be made. The physician tried it about three times, but the coil was not able to be detached. Therefore, the enpower control cable (ecb00018200, 30711339) was replaced with a new cable. However, the coil was not able to detach, and the complaint coil was removed from the patient¿s body. The coil body had been discarded already, and it is not available for return. Only the wire part is available for return. After that, it was switched to ied, and the procedure was completed without problems. A continuous flush was done. A concomitant device is a microcatheter (exselsior sl10).

Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch: b4, b5, d9, e1, e2, e3, g3, g6, h2, h3 and h10. Section b5: additional information received indicated that it is unknown if a pre-deployment electrical testing was performed. Additional intervention was not needed. The coil was not stretched or damaged when removed from the patient. There was no report that the procedure was prolonged due to the event. Section e1. Initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2,h3, h6 and h10.. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization at the anterior communicating artery (a-com), framing was performed with using a target soft 3x6 coil and 1mm x 2cm galaxy g3 coil (glm910020, 30563813) was used as the second coil. The physician attempted to detach the galaxy g3 coil, but detachment could not be made. The physician tried it about three times, but the coil was not able to be detached. Therefore, the enpower control cable (ecb00018200, 30711339) was replaced with a new cable. However, the coil was not able to detach, and the complaint coil was removed from the patient¿s body. The coil body had been discarded already, and it is not available for return. Only the wire part is available for return. After that, it was switched to ied, and the procedure was completed without problems. A continuous flush was done. A concomitant device is a microcatheter (exselsior sl10). Additional information received indicated that it is unknown if a pre-deployment electrical testing was performed. Additional intervention was not needed. The coil was not stretched or damaged when removed from the patient. There was no report that the procedure was prolonged due to the event. A non-sterile galaxy g3 mini 1mm x 2cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The device was inspected under magnification and it was found that the coil was already detached from the unit. The distal outer sheath had been softened indicating that the resistance heating coil had been heated and the detachment process was already initiated. The embolic coil was not returned for evaluation, as the event states "the coil body had been discarded already and it is not available for return". The functional test was performed, the device met the specification range, and no abnormalities were found during the test. A manufacturing record evaluation was performed for the finished device 30563813 number, and no non-conformances related to the malfunction were identified. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.